Manufacturer narrative:
Incidental findings: wire fatigue on yellow and orange conductors that did not contribute to the reproduced alarms/log file findings. Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed. The provided event log file, as well as a log file extracted from the returned system controller were reviewed, collectively containing data spanning approximately 12 hours (23apr2023 at 23:24 ¿ 24apr2023 at 7:54 per timestamp and 24apr2023, 8:26 ¿ 11:26 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline communication fault alarm was observed throughout the data. Intermittent faults flags indicating that the controller was intermittently losing its signal with the comm-a line in the driveline were observed throughout the alarm¿s duration. The driveline communication fault alarm remained active, as the alarm latches per design, until the driveline was disconnected on 24apr2023 at 11:26 to conduct the reported modular cable and system controller exchange. No other notable events were observed. The returned modular cable (lot number 7031760) was functionally tested alongside the returned system controller and alongside known working test equipment. While the cable was in use with a test system controller, a driveline communication fault alarm became active, and an open line was measured in the cable, narrowing the cause of the issue to the modular cable. The cable was stripped and its conductors were observed. The cable¿s green conductor, which is responsible for the cable¿s comm-a line, became fractured underneath the end of the controller-side bend relief upon light manipulation. The root cause of the reported event was determined to be damage to the modular cable¿s comm-a conductor at the end of the controller-side bend relief, consistent with the repetitive flexing of the cable over time. Review of the device history record for the modular cable, lot number 7031760, showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline communication fault advisory alarm. The patient was asymptomatic and did not report any active low flow or hazard alarms, and the pump was confirmed to be on and running with a green pump running symbol. The patient silenced the alarm and visited their clinic for evaluation. Log file analysis confirmed driveline communication a faults on (B)(6) 2023. The modular cable and controller were exchanged which resolved the issue. Related controller MFR #: 2916596-2023-02846.